Manufacturer narrative:
H.6. Investigation: one sample was received. It has the plunger rod-rubber stopper, the tip cap, solution and barrel label. The packaging flow wrap has a red splice on the top part; therefore, it is not sealed. The bottom part is sealed. One photo was provided. The photo shows a syringe with the packaging flow wrap, the flow wrap has the red splice used by the flow wrap vendor. The flow wrap is not sealed because of the red splice tape. There is a sensor to detect and reject when a syringe has the splice. The sample was taken to the production line. The sensor is rejecting the packaging flow wrap splice. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Event description:
It was reported that syringe 3ml saline fill ce packaging was not sealed. This was discovered before use. The following information was provided by the initial reporter: packaging is not completely sealed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml saline fill ce packaging was not sealed. This was discovered before use. The following information was provided by the initial reporter: packaging is not completely sealed.